Manufacturer narrative:
Journal reference: paluzzi, et al. "Operative and hardware complications of deep brain stimulation for movement disorders." British journal of neurosurgery, 2006, 20:290-295. See scanned pages.

Event description:
Journal reference: paluzzi, et al. "Operative and hardware complications of deep brain stimulation for movement disorders." Journal of neurosurgery, 2006, 20:290-295. The study describes the results from a retrospective chart review of operative and hardware complications encountered during follow-up of pts with implantable deep brain stimulators. A total of 60 pts underwent 96 procedures for implantation of unilateral or bilateral dbs electrodes. Thirty percent of pts developed complications with the potential for device revision. Mean follow-up period was 43.7 months. Reportable event: seven pts (dbs leads n=7) experienced a lead fractures requiring hardware replacement. Pt symptoms and outcome info was not provided.